Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the center would like us to perform a driveline evaluation on a 10 year old pump. The patient has no alarms, suspect it is just cosmetic, but patient's wife has escalated it and has requested an engineer to look at the driveline. Additional information states that hm ii percutaneous lead assessment was performed. Log file sent was analyzed with no adverse alarms noted. The vad coordinator did not want to perform x rays on the lead, unless the log file showed adverse alarms. At this time, the perc lead appears to have cosmetic damage only.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cosmetic damage to the patient¿s driveline could not be confirmed as no images were submitted depicting the damage. A specific cause for the reported event, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be determined from this evaluation. The submitted log file did not capture any remarkable events. The pump operated as expected at or above the low speed limit for the duration of the log file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 06oct2010. The hmii lvas IFU and patient handbook explain that all hmii lvas drivelines have the potential for wire/shield breakdown to occur dependent on the length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the driveline was still intact and rescue tape was applied to driveline for protection.